Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of fibrosis, high intraocular pressure, eye injury and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Healthcare professional reported needling procedure caused damage to the tissues and exposed the xen®45 gts several months post-op. Xen was initially implanted at 10-11 o'clock hours in the left eye. The device has been explanted and trabeculectomy was performed.